Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of sponge detached.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on an unknown date for treatment of biliary obstruction. During the procedure, the duodenoscope channel was blocked. The sponge detached was removed during scope reprocessing. A water-soluble lubricant was not applied to the rx locking device biopsy cap prior to use. The procedure was completed with another of the same rx locking device and biopsy cap. There were no patient complications reported as a result of this event.